Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The investigation determined that the device failure to complete its internal self-test was due to the flow sensor value outside of it's expected range. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4). Note: at the time this self-test complaint was reported to the manufacturer it was assessed as being a non-reportable event. The investigation identified new information to change the assessment to reportable.

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, it failed to complete its internal self-test. The device was not in use when the fault occurred, therefore, there was no patient involvement.